Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator failed. A field service engineer found the refrigerator was not locking or unlocking properly. Upon inspection, the door handle was found to be loose. The handle and lock assembly were disassembled and reassembled. After restarting the station, the customer tested the functionality, and the issue was successfully resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary fridge had multiple drawer failures. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.